Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that viper2 straight rod-480mm the rod was broken, and broken piece was also returned no other issues were identified. The dimensional inspection was performed, and it is within the specification limit. The observed condition viper2 straight rod-480mm in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the viper2 straight rod-480mm. While no definitive root cause could be determined, it is probable that the viper2 straight rod-480mm was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the DHR of product code: 186789480, lot : tbykc. Was electronically reviewed and no non-conformances. Were observed during the manufacturing process. The product was released on: april 11, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: osh, kwp, mnh, nkb, mni. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2019 the primary spinal fusion was performed for treating l4 pseudo articulation. Procedure was completed successfully without any surgical delay. On (B)(6) 2021 it was reported that a revision procedure would be performed on (B)(6) 2021 for removing two broken rods. The surgeon commented as follows: in his opinion, an anterior support reconstruction technique might have needed in the primary procedure. A surgeon who performed the primary procedure took other surgical technique. This might have triggered the event. The patient has suffered from parkinson¿s disease. But the item 1 could be the main cause for the event. This report is for (1) viper 2 system rod, straight 480mm. This is report 2 of 2 for complaint (B)(4).